Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead have higher pacing thresholds causing battery elective replacement indicator (eri). The lead remain in use. No patient complications have been reported as a result of this event.